Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: over infusion" according to the complainant, a patient -3 days for allogeneic stem cell transplant was prescribed 24 milligrams (mg) of ondansetron to be infused over 24 hours as part of the transplant anti-emetic policy. The syringe driver completed four (4) hours early. The patient was monitored overnight for an irregular heart rate, underwent an electrocardiogram (ECG), and received a national early warning score (news) score of 1-2. Oral fluids were encouraged, and the patient's pulse settled from 120 to between 99-109 for the rest of the day. The patient had previously been tachycardic. There was no delay to treatment and the syringe driver was recommenced.